Event description:
Per hospital staff, the patient had red alarm on two drivers. He was sitting and all parameters were normal. No impact to the patient reported. Freedom driver s/n (B)(6) had a fault alarm after previous driver was also switched due to red alarm. It was clarified with distributor that these exchanges happened within a few minutes of each other. Patient was switched to third backup driver without incident.

Manufacturer narrative:
Device history review (DHR) review confirmed that freedom driver s/n: (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating primary motor did not engage for more than five seconds, that was experienced by the customer. During data file extraction and power up, an additional two alarms resulted, fault codes, also indicating the primary motor did not engage for more than five seconds. Visual inspection of external components found the safety battery latch broken in the right battery well. Visual inspection of internal components found secondary motor out of primary alignment. The primary motor did not spin freely when rotated by hand and did not engage when the driver was powered up. Freedom driver failed functional testing for acceptance at incoming inspection. The driver reverted to secondary motor system and due to the broken safety battery latch in the right battery well, the battery was unable to be removed for testing. Additionally, sections related to the driver display could not be performed due the display button not activating the lcd screen and other sections of the functional test could not be performed due to driver reverting to secondary motor system operation. A known functional primary motor was installed on the driver and the display button and window were cleaned so driver could undergo a second functional test. Driver performed as intended with the replacement part, however, the broken safety battery latch still inhibited the battery from being removed from the battery well. Failure investigation for this complaint confirmed the reported issue during functional testing and alarm data review. The customer complaint was replicated during testing; the root cause of the reported red alarms was determined to be a nonconforming primary motor causing the driver to revert to the secondary motor system and alarming. Failure investigation identified no other damage or test failures that could have contributed to the complaint. The malfunctioning display button and safety battery latch damage were unrelated and could not have contributed to the reported complaint. Red alarms are an indication of a properly functioning safety mitigation tool and the binding motors are currently being addressed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, the patient had red alarm on two drivers. He was sitting and all parameters were normal. No impact to the patient reported. Freedom driver s/n: (B)(6) had a fault alarm after previous driver was also switched due to red alarm. It was clarified with distributor that these exchanges happened within a few minutes of each other. Patient was switched to third backup driver without incident.